Event description:
Pt in motor vehicle collision on (B)(6) 2009, suffering multi-system trauma to include l3 fracture. Underwent l3 corpectomy, fixation and fusion (B)(6) 2009, with synex ii device and tslp system both from synthes. Synthes announced class I recall of ti synex ii device in (B)(6) 2009. Pt had continued pain post-op that worsened in (B)(6) of 2010. Radiographic evidence of device collapse suspected on plain film and confirmed on CT. Pt taken back to operating room for explant of ti synex ii device. Report made to MFR. Synthes and device is returned to synthes for eval. Dates of use: (B)(6) 2009 - (B)(6) 2010. Diagnosis or reason for use: treatment of unstable fracture.